Event description:
Customer called originally to report problems with batteries lasting only three days. Customer then mentioned he was taken to the emergency room 3 days prior, with dehydration due to high glucose levels. Stated he still did not feel very well. Customer was instructed to seek med attention right away.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Co therefore considers this report complete to the best of their knowledge.